Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. It was reported that during a recent pump refill they were expecting 11 milliliters (ml) but pulled out over 30 ml of drug. They were trying to schedule an appointment to see the patient and the issue was not resolved.